Event description:
It was reported that the physician indicated that he experienced the same pump malfunction with the inflatable penile prosthesis with three different patients. He could get it to cycle but then the malfunction would happen again and again as he tried to recycle. No surgical intervention had taken place.